Event description:
Customer reported that the 840 ventilator display is inoperable. There was no patient involvement. Covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).